Event description:
It was reported by a customer on (B)(6) 2011 the fiber was damaged at the tip and then detached inside of the patient at 179,624 joules. Per the customer, the fiber tip was retrieved. No patient injury was reported.